Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also the impedance trend on the rv (right ventricular) pacing lead was rising and the pacing capture threshold in the rv (right ventricle) was rising.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, pacing threshold high and rose sharply. Due to an increase in ventricular pacing threshold led by partial fracture of the rv lead, the margin of the ventricular output could not be obtained, causing intermittent capture failure. The rv lead was re-programmed, remained in use and scheduled for revision. During the rv lead revision procedure, fracture was confirmed. The rv lead was capped, abandoned, remains in the patient and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.